Manufacturer narrative:
(B)(4). The analysis results showed that the instrument arrived in good visual condition and with no cartridge present in the instrument. The instrument was tested for functionality with a test cartridge, and it cycled, fired, and all the staples formed with a proper b-form shape. The instrument fired without any difficulties and the staple line was complete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, no staples came out. Then the surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient. (B)(4)